Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with suspected pump thrombosis and was taken to the operating room. A pump exchange was performed. Additional information was requested regarding the pump thrombosis and the vad coordinator responded on (B)(6) 2015 providing the following information: the patient presented with low pulsatility index (pi) values and decreased return to flow (bp). He reported nausea, vomiting, weakness and fatigue. The vad parameters at that time showed: speed: 8800rpm, flow: 4.4 lpm, pi: 2.2, power: 5.0 watts and multiple pi events with pump speeds decreased to between 8000-8100rpm. A log file was reportedly not obtained as there were no signs of pump thrombosis at the time. The patient was immediately admitted to the cardiovascular intensive care unit for further evaluation. It as additionally reported that the patient had previously experienced an ischemic stroke on (B)(6) 2015 while off of anti-coagulation medications secondary to a significant gi bleed, which occurred on (B)(6) 2015. The patient's anticoagulation was due to be restarted the day he came into clinic for evaluation on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 5 months. (B)(4). The lvad was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: to hospital (B)(6) 2015. Weak/hypotensive/decreased urine output. Echo on (B)(6) 2015 showed pump thrombosis. Additional information also included indicated: hemolysis: yes. Device malfunction: y. No cause identified: yes.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of vad-(B)(4). Examination of the pump blood contacting surfaces found a red, denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The evaluation could not conclusively correlate the observed thrombus to the reports of gi bleeding in (B)(6) 2015 and ischemic stroke in (B)(4) 2015. The origins of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.